Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) received an attention dialogue message pump memory error (pme) catheter and pump information invalid, during interrogation of the pump with the physician programmer. It was noted that the patient had a "new" pump and catheter implanted "recently," and that the implanting hcp successfully programmed the pump, with a different physician programmer, the day before the initial report was made. The patient was concerned that the dosage was "a little bit too high," which was why the pump was reprogrammed. It was unknown what version of memory card was in the programmer when the pme appeared. Later that day, it was added that the physician was using an "out dated" version of the memory card, a newer version card replaced the old version and the issue resolved. There were no patient symptoms reported. The device system was used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: catheter: model neu_unknown_cath, serial# unk, implanted:unk. Physician programmer: model 8840, serial# unknown, implanted:na, explanted:na. (B)(4).